Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual examination of the catheter did not reveal any defects or anomalies. No kinks, holes, or cuts were observed. The total length of the catheter measured to be 221 mm which is within specifications of 207-227 mm per product drawing. The inner diameter of the proximal lumen measured to be 1.47 mm which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the proximal lumen measured to be 2.16 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The IFU provided with this kit states the following: "flush stylet (in distal lumen) with sterile normal saline for injection, do not clamp." "Flush additional lumens (if present) with sterile normal saline for injection to establish patency and prime lumen(s). Clamp or attach luer-lock connector(s) to extension line(s) to contain saline within lumen(s)." Both extension lines were flushed with a lab inventory syringe filled with water. No leaks were detected. Both extension lines were then tested for liquid leakage per amrq-000071 rev. 12 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. The catheter was attached to the leak tester, the distal end was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were detected from any region of the catheter, including the extension lines; therefore, the sample passed functional testing. A manual tug test confirmed both extension lines were fully secured within their respective hubs. A device history record review was performed with no relevant findings. The IFU provided with this kit states the following: "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." "Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The customer report of an insertion site leak could not be confirmed by complaint investigation of the returned sample. The catheter passed all relevant visual, dimensional, and functional testing. A device history record review was performed with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: on (B)(6), the catheter was inserted from the internal jugular vein. On (B)(6), leak from the insertion site was found. The user flushed the proximal lumen and confirmed it leaked at a position of about 9 cm. The distal lumen did not leak when flushed. Therefore, the catheter was removed and replaced with a new one. No patient harm reported.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: on 30 june, the catheter was inserted from the internal jugular vein. On 09 july, leak from the insertion site was found. The user flushed the proximal lumen and confirmed it leaked at a position of about 9 cm. The distal lumen did not leak when flushed. Therefore, the catheter was removed and replaced with a new one. No patient harm reported.